Event description:
Healthcare professional reported right side rupture. Performed regular ultrasound and MRI checks (2020) with no suspicious signs of prosthetic rupture. Accidental finding during right breast prosthesis replacement surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs a device with a hole in the back. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.